Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5126266/5158351. Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: na batch: 23254079.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. The explanted devices were not returned as they were discarded by the medical facility. No further information could be obtained despite good faith efforts.